Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that one year following an intraocular lens (iol) implant and planned vitrectomy procedure, glistenings were observed on the lens. There are no visual complaints from the patient. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned. The provided photos were reviewed by a company representative: photo attached to the file is a dark field technique slit lamp image of an eye implanted with an intraocular lens (iol). White diffuse granular deposits ("snowflake looking") are observed presumably posing as iol opacification. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated which are not qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Given the patient's previous history of vitrectomy performed it is very likely that either patient related factors or procedure related factors could have caused/contributed to the observed issue. The clinical impact of the described picture observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).